Manufacturer narrative:
The following fields were updated due to a correction: b.5 describe event: it was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was underfill on an unspecified number of tubes. There were no health consequences or impacts reported. Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples underwent functional tests simulating the blood drawing method. All 20 tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was underfill on an unspecified number of tubes. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there were erroneous results on an unspecified number of tubes. The initial reporter did not indicate which test result was incorrect. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.